Event description:
Additional information was received regarding this procedure. Reportedly, the physician felt the distal screw connection did not function appropriately. The distal screw "turned on itself and it stopped turning". Force was not used and attempts to repeat the process were unsuccessful.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, all setscrews were inspected. All extended and retracted appropriately. In addition, all setscrews locked and unlocked in clockwise and counterclockwise directions. Pacing, sensing, and shocking functions were tested. All measurements were within normal limits. Analysis could not reproduce the reported shock impedance measurement and concluded the device met specification.

Manufacturer narrative:
When the device has been returned, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device and right ventricular lead displayed increased shock impedance measurements, however the measurements were within normal limits. A revision procedure was performed, during the removal of the distal coil, a setscrew became damaged. The device was removed, replaced and returned for analysis. The lead was surgical abandoned and replaced. Measurements with the replacement device were within normal values. No adverse patient effects were reported.